Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device interrogation, the pulse generator exhibited premature battery depletion. The patient was asymptomatic. No intervention was performed at this time.